Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is likely that the cannula fractured due to excessive force exerted on the tip. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown.

Event description:
Procedure performed: salpingectomy event description: [translation] performing an endoscopy for salpingectomy. When inserting the trocar into the umbilical incision, the trocar at the level of the balloon crumbles. Three or four pieces of plastic broke off and fell on the patient's skin. They were able to be recovered. A second device was used. Consequences for the patient: none, but there was a risk of introducing a foreign body into the intraperitoneal cavity. Additional information received via email on 29apr2021 from applied medical representative: first trocart, for laparoscopic surgery (no robot). Method of insertion was open coelio (with use of farabeuf). Type of intervention: change of device. Patient status: no clinical consequences have been reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: salpingectomy. Event description: [translation] performing an endoscopy for salpingectomy. When inserting the trocar into the umbilical incision, the trocar at the level of the balloon crumbles. Three or four pieces of plastic broke off and fell on the patient's skin. They were able to be recovered. A second device was used. Consequences for the patient: none, but there was a risk of introducing a foreign body into the intraperitoneal cavity. Type of intervention: change of device. Patient status: no clinical consequences have been reported.